Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, provide the completed investigation results and report that this reported event has been reassessed and deemed not reportable based on the investigation of the sample. One (1) 6fr angio-seal device was returned for product evaluation. The returned sample included the header bag, carrier tube, guidewire, carrier tube, hemostasis sheath and arteriotomy locator. The device was visually inspected and found to have been in used condition with visible signs of blood. The sheath and locator were returned mated, and a kink noted on the assembly at the inlet holes. No other damage or issues noted on the device. Functional testing was performed by mating the components to test if resistance was felt, however no issues were noted, and the components were able to be mated properly and were able to pass through the wire guide. The complaint can be confirmed for insertion difficulties of the sheath/locator assembly over the wire guide into the patient. The exact root cause could not be determined. The device history record (DHR)review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided. A4: weight: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record for the product model and lot number combination was conducted, and no findings were identified.

Event description:
The user facility reported that the patient underwent coronary angiography via the right femoral artery, followed by femoral artery closure using an angio-seal device. When exchanging the guidewire into the 6f femoral sheath, the delivery sheath of the angio-seal could not smoothly advance over the guidewire into the puncture site. Ultrasound examination showed no calcification or other issues near the puncture site. After multiple unsuccessful attempts, the procedure was successfully completed by switching to another angio-seal device of the same model. The patient is in good health and has no infectious diseases. No blood loss was reported. Additional information received on 08 apr 2025: only one device was used, and no visible defect was noted.